Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had some issues with repeated build up of fluid around the ipg site. The physician had drained the site of serous fluid. The pt had not experienced fever, or redness at the site, but there was some tenderness. Additional info was received indicating the patient was being treated with antibiotics and was to meet with the primary care physician for monitoring of the issue.